Manufacturer narrative:
A partial lead with distal end measuring 54.3 cm was returned for analysis. Analysis was normal. No anomaly was found. The damage found was sustained during the surgical procedure. A lead tip stiffness test was performed and the lead was found to be within specification. Date returned to manufacturer: apr 21, 2017.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine CT scanning a month ago, cardiac perforation was observed. Patient was asymptomatic. Lead was explanted and replaced. It was mentioned that the physician could insert the stylet only half way down the lead while trying to remove it. The patient was fine throughout the procedure. Patient¿s condition was good post-procedure.